Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: review of the black box and alarm history revealed several consecutive ¿cs054/cs052/cs012¿ alarms. On investigation, the pump powered on normally and displayed the ¿verify¿ screen. Ez-prime steps were performed correctly and no ¿cs012¿ alarm or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed for inspection and did not reveal any evidence of damage, defect or contamination to the interior components of the pump. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.